Event description:
Caller alleged inaccuracy with inratio: results as follows: inratio: 1.1, lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 01/25/2007, inratio: 1.1, lab: 3.4, mean: 2.3, confidence limits: 1.6 - 3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The in ratio value is not within the confidence limits, but lab value is within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability of inr testing. Therefore, further testing is required at this time. In-house retains strips lot 060201 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and mla inr shall be +/-0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. The test results of retains strips lot 060201 on 10/03/2006 are as follows: pt1: lot 060201; 2.4, 2.4, 2.6. Mla inr: 2.1, 2.1, 2.1. Difference: -0.3, -0.3, -0.5. Result: pass, pass, pass. Pt2: lot 060201; 3.7, 3.5, 3.7. Mla inr: 3.3, 3.3, 3.3. Difference: -0.4, -0.2, -0.4. Result: pass, pass, pass. Based on the above test results, retained lot 060201 meets the criteria for strip accuracy.